Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported a fresenius 2008t machine that powered off three times during a patient¿s hemodialysis treatment on (B)(6) 2018. It was confirmed that due to clotting in the venous chamber caused by the machine powering off, there was an estimated blood loss of 100ml to the patient. It was confirmed the patient was moved to a new machine to complete treatment with no injury, adverse event, or medical intervention. The user facility biomedical technician confirmed they replaced the power supply and the power logic board to resolve the issue and return the machine to service.